Manufacturer narrative:
Device evaluation: opening on anterior, crease fold and weight to the spec. A visual and microscopic analysis was performed which identified: striated opening on anterior and wear abrasion. Base on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Patient reported a right side rupture. Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Healthcare professional confirmed right side rupture. Device remains implanted.